Manufacturer narrative:
G2: country of origin - japan h3: product analysis product: (B)(4), lot no:1465735 analysis found that the requested phenomenon could not be reproduced and it was confirmed that there was a scratch on the tip of the outer tube during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (service <(>&<)> repair, manufacturer representative, user facility) regarding an endoscope having spinal therapy. It was reported that a visual defect occurred in the endoscope. It is still unknown whether the patient is involved or not. There were no further complications reported regarding the event. 2024-jan-24 ared (rep): additional information received that event occurred during inspection. There was no patient involved in this event. 2024-feb-02 ared (rep): additional information received that product has been used in previous surgery. From pe-706189958-2024-jan-22 mpxr 1141709 (rep, for, uf): information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the vision through the lens is not clear and is cloudy. There was no patient involvement reported. There were no further complications reported regarding the event.